Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u2.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had logged multiple event codes and had an intermittent white display upon boot up. The white display upon boot up can indicate a device lockup, where the device may not be used on a patient. There was no report of any patient use associated with the reported issue.